Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening on the anterior side, crease fold and underweight device. A microscopic analysis was performed which identified one smooth crease opening on the anterior side and wear abrasion. Based on the device analysis, the final assessment is one crease smooth opening due to a fold flaw opening.

Event description:
Healthcare professional reported a left side rupture and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture and capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture and capsular contracture, baker grade IV. Device remains implanted.

Event description:
Device has been explanted.